Manufacturer narrative:
(B)(4). Further information was received that the right atrial lead analysis confirmed damaged insulation at a distance of approximately 26 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. An electrical short circuit occurred in this area. It was concluded that the damage could be considered to be the root cause for the low impedance measurements. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular ¿ first rib entrapment.

Event description:
--

Event description:
Boston scientific received information that the patient with this device was seen due to a syncopal episode which the physician thought was related to medications. A device evaluation was done and showed the right atrial (ra) lead had experienced a lead safety switch. All impedance readings were < 200 ohms, and there was no capture and no sensing in the bipolar configuration. P-waves measured 0.3 mv. There was also noise with oversensing causing many inappropriate atrial tachy response (atr) detections. Surgical intervention was performed and the lead was explanted and a new ra lead implanted. At that time, the generator was also replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The field observations were not confirmed by analysis.